Event description:
It was reported that a malfunction with code malf 16 occurred, and the issue persisted even after attempts to reset the pump. Customer's blood glucose level was 16.6 mmol/l. A replacement pump was arranged as part of corrective action, with the customer reverting to multiple daily injections to ensure uninterrupted insulin delivery. Technical support provided instructions for returning the faulty pump and confirmed the shipping details for the replacement.